Manufacturer narrative:
Correction to h3 - device evaluated by mfg? Changed from ¿blank¿ to y"es".

Manufacturer narrative:
The distal tip of the exposed portion of the soft cannula was observed to be torn. The timing and cause of this damage cannot be determined. Fluid was still able to flow through the complete fluid path and exit the end of the soft cannula, indicating there was no impact on the delivery of insulin. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. No other damages or defects were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 19 mmol/l (342 mg/dl). The pod was worn between 4 and 24 hours on the leg. Hyperglycemia treated with bolus correction and manual injections.